Manufacturer narrative:
The investigation was started. The results will be transmitted within a follow-up report.

Event description:
It was reported that: "patient was ventilated with an oxylog 3000plus during transport. Ventilating-pressure was not built up from the device. The device shortly generated the alarm "paw high". Along the transport device did not generate an alarm, hence the ventilation was insufficient. The consequence was a hypoxia with consecutive reanimation."

Manufacturer narrative:
For the investigation the logfile was analyzed. On the reported day of event, (B)(6) 2019, a device check was performed successfully at 4:46 pm. The oxylog 3000plus was turned on again at 7:36:44 pm and immediately generated an alarm regarding an insufficient supply pressure. Some seconds afterwards the device successfully performed a self test, therefore it is assumed that at the time the device was turned on, the gas supply was not yet connected. Ventilation was started with a sufficient supply pressure in the ventilation mode spn-CPAP, shortly afterwards the oxylog 3000plus switched into apnea ventilation. Apnea ventilation is only applicable when using the spn-CPAP mode. In the event of an apnea, the ventilator will automatically activate volume-controlled mandatory ventilation (vc-cmv). At 7:42:13 pm the user switched the ventilation mode into bipap with a respiratory rate of 2 / min. Correspondingly the device alarmed with "apnea" and "minute volume low". The alarm limit was set by the user to 0,5 l / min at this time, which is the lowest possible value. The instructions for use contains in chapter "setting alarm limits" as a warning: "risk of inadequate patient ventilation. The minimum minute volume required by the patient must be monitored via the lower alarm limit mve." From 7:45:59 pm on several alarms are logged ¿high respiratory rate¿ and "airway pressure high", which root cause was not possible to clarify. The alarm limit for the respiratory rate was set to 100 / min. Possibly the device was tested with a test lung at this time. No further information is available regarding this. There is no evidence for a device failure. According to the set alarm limits the oxylog 3000plus generated adequate alarms. Based on the results of the logfile analysis it is assumed that the settings of the device were not choosen according to the patient's condition.

Event description:
Please refer to the initial-report.